Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image: static. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged failure no image was due to electrical problem. The most probable cause of this complaint was traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The additional investigation findings were all determined to be non-reportable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image. The issue occurred during unknown type colonoscopy procedure, which was completed using a similar device. There were no reports of patient harm.